Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that following weight loss, the patient's ipg was rubbing against his ribs and causing discomfort. The patient's ipg was explanted. The leads were left implanted for possible future re-implant. The patient was reportedly doing well following the procedure.